Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found there was a failure with the recharger antenna and that a message appeared stating "recharger problem, cannot continue, call medtronic". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated they think their recharger is going out. Caller stated that for the last 2 weeks they have been having issues when trying to recharge the implant. Caller added that they will be on excellent and then the controller will say the recharger needs adjustment which it doesn't because they haven't moved. Caller also mentioned that a while ago they saw an error message that said something weird and turned the controller off. Caller noted that sometimes they controller shuts off on theme and sometimes they can get the controller to come back on and sometimes they can't. Agent walked caller through resetting the controller battery. Caller confirmed no physical damage on recharging cord, pins, controller connector port pins nor battery compartment pins. Caller then connected recharging antenna and confirmed recharging excellent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Caller mentioned they were never trained on how to use the equipment because the pandemic shut down all the clinics the day after they got home from the implant procedure. Additional information was received from patient stating their recharger was getting hot to the touch and they were seeing code rm03 consistently. Pt said the issue started 3-4 weeks ago, but was also connected to this case. Pt said it was doing "the exact same thing." A replacement recharger (rtm) was sent out. Additional information was received from patient stating they received the mdt blue case but there is no item inside the blue box. Patient stated they blue box was cut open and taped up and two pieces of paper. A replacement recharger (rtm) was sent out.